Event description:
It was reported that the clinical consultant was given loose details surrounding an incident relate to syringe pump during the "bootcamp". Specific details were not provided and the clinicians are unsure if the event was reported. Information on patient involvement is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.